Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator had exhibited backup vvi operation. No patient symptoms were reported. Device restoration was unsuccessful. The device was explanted and replaced on (B)(6) 2015 without complications.